Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they have not had any energy since after the implant procedure. Additional information received from the physician office noted that the patient was seen / had a device check done after the call to the manufacturer and the patient symptoms was unrelated to the device. It was noted that on the device check the right atrial (ra) lead exhibited undersensing and intermittent right ventricular crosstalk. Reprogramming was done, and the patient medication was changed. The cardiac resynchronization therapy defibrillator (crt-d) and ra lead remain in use. No patient complications have been reported as a result of this event